Event description:
The patient was sitting upright in the ophthalmic chair with the slit lamp table over her legs. The physician pushed the button to raise the chair into position for the eye examination. The chair began to rise and continued to rise after the button was released. The physician noted that the button was stuck. The patient's knee was caught between the chair and the slit lamp table. The technician unplugged the power cord to the chair, then plugged the power cord back in. The physician pushed the button to lower the chair. The chair lowered, releasing the patient's leg.